Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt's lvad pump turned off once and had to be restarted with the pump on button. The vad coordinator reported that the pt was readmitted over the weekend with dehydration and power elevations. Review of the history data, episodes of multiple pi events with multiple low speed operation and pump stoppage were noted. Additional information was submitted (B)(4) 2013, stating that the pt arrested and was placed on intra-aortic balloon pump (iabp). The pt was too sick to take surgery for a pump exchange and unfortunately expired later that evening.

Manufacturer narrative:
The explanted device was returned to the MFR for eval. The report of elevated power and pump stoppages was confirmed based on the investigation of the lvad pump. The pump was returned with the percutaneous lead (lead) severed approx 1" from the pump housing and the external portion was returned. The sealed inflow conduit and sealed outflow graft were returned secured to their respective pump ports. The proximal and distal-sides of the pump stators showed no evidence of deposition or thrombus. Examination of the sealed inflow conduit revealed a collapsed biological lining and clotted blood in the inlet tube and inflow graft. The depositions appeared consistent with poor surface washing, resulting from a low flow event. Examination of the sealed outflow graft found a soft deposition of clotted blood admixed with a post-explant deposition of blood in the lumen of the outflow graft and graft attachment. Examination of the outlet elbow found a tissue-like deposition of clotted blood. Examination of the pump blood-contacting surfaces found deposition of denatured blood in the inlet stator, outlet stator and around the rotor. The depositions appeared consistent with an interruption in flow; although a cause of flow interruption or low flow could not be determined. The depositions would have caused increased drag on the rotor, resulting in the reported power elevations, reductions in speed and could potentially result in cessation of the motor. The depositions also could have contributed to the reported hemolysis. Visual inspection of the pump bearing and bearing cups found no anomalies related to wear or damage. Examination of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No further information is available. The MFR is closing its file on this event.